Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the right cylinder had a hole, so the right cylinder and a pump were explanted and replaced. There were no patient complications.

Manufacturer narrative:
Correction to field d6a: implant date. UDI field (d4) concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the right cylinder had a hole, so the right cylinder and a pump were explanted and replaced. There were no patient complications.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the right cylinder had a hole, so the right cylinder and a pump were explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection revealed ms pump tubing was cut down to the pump block. Ms pump passed leak test and functional testing showed ms pump failed activation tests 2 and 3. Microscope inspection of cylinder revealed a hole at the corner of a fold in the proximal end of the cylinder, with wear at folds in the proximal, middle, and distal ends, and a leak at the corner of a fold in the proximal end. Based on the information available and analysis results, the allegations of hole/perforation and mechanical issue were most likely related to the hole/leak at the corner of a fold in the cylinder identified during testing, and a conclusion code of cause traced to component failure was assigned to this investigation.